Manufacturer narrative:
(B)(4). A partial lead with the distal segment measuring 51.7cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during generator change out due to normal eri the right ventricular lead was explanted and replaced due to high pacing threshold and high lead impedance. Patient was stable post procedure.